Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/8/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: could you clarify whether the needle broke during the surgery? Yes could you confirm if only suture breakage is reported, or if there was also an incident of a suture needle being pulled off? It is unclear whether it broke at the botton of the needle or the suture. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-09559 .

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. During an unknown surgery, the suture and needle broke during use. It is unclear whether it broke at the base of the needle or in the middle of the suture. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.